Event description:
It was reported that (1) tl30 was used during a pneumonectomy procedure. It was reported by the rep that when the tl30 was fired across the main stem bronchi, the surgeon noticed that a portion of the staple did not fire. This was noticed after the first firing. The surgeon replaced the reload and fired again across the bronchi stump. The surgeon oversewed the staple line to complete the case. There was no consequence to pt.